Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis: the position of the cam when valve was received was at setting 2. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no obstruction was noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted around (B)(6) 2019 and was revised on (B)(6) 2021 due to valve stopped flowing. No additional information was provided.